Event description:
It was reported that the customer received multiple power source alerts, preventing the pump battery from charging. There was no reported adverse impact to the customer's blood glucose level. The customer was sent a replacement pump by tandem technical support.